Event description:
Hydrelle injected in the lip area and results were horrible. Lip started to swell within minutes of the injection and that night was 3 times normal size. Developed subsequent hard lumps and disfigurement of the lip area and now have hard lumps in other areas where hydrelle was injected. Now undergoing treatment to reverse the affects and my physician has indicated that it will take several treatments. Contacted drug company and was told that since there were very few reports of adverse reaction they would do nothing, but would continue to be concerned about those of us who were suffering adverse reactions from their drug. The drug company, coapt, also violated hippa in contacting my doctor without my consent and requested my medical information by name - a clear violation of hippa. Injected with hydrelle cosmetically two times. First injection area now showing signs of adverse reaction with hard lumps. My current physician is monitoring those areas. Second injection on (B) (6) 2010 had immediate adverse reaction with lip area swollen to at least 3 times the normal size. Started treatment on the lip area to reverse the reaction and will require several treatments. Contacted coapt and requested product be pulled until more research conducted on the reactions experienced by several women and was told that since it was such a small group of people reporting adverse reactions, coapt would not pull the product nor do anything for those of us who have had adverse, disfiguring reactions from hydrelle. Dates of use: injected (B) (6) 2010. Diagnosis or reason for use: cosmetic.